Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a catheter, continuous flow. Customer reports after repositioning catheter to begin the second run, the distal balloon and proximal balloons were reinflated. Contrast appeared to be leaking out of the proximal balloon and it began to deflate. After trellis was removed from the pt, the physician tested the balloon and it had a small hole. A new trellis 120/15 device was used to complete the procedure.